Event description:
Inspiratory control valve is faulty. No patient involvement. Out of box failure.

Manufacturer narrative:
Distributor was demonstrating the device at the hospital with the intention of selling it to the hospital. However he discovered during the demo that the inspiratory pressure control valve was not working. The complaint device has been returned to us for evaluation. Investigation has not yet begun.